Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated since the patient was admitted due to power spikes up to 9.3. Technical service review noted that one unsustained power/flow elevations were observed and noted that the log file was remarkable. The customer noted that the patient was admitted to rule out gi bleeding. No further information provided. Additional information received on 18jul2018, the customer noted that the suspected gib d/t hct drop- still have no source identified. The patient was discharged (B)(6) 2018. The customer noted that the patient had melena and symptomatic anemia for symptoms and noted that the cause of power spikes was still unknown. The patient had ldh at 200-300¿s and had a blood transfusion as a treatment. The customer noted that the patient was discharged at home and stable. However, noted that the patient was re-admitted on (B)(6) for a repeat of gib with no power spikes noted on their history this time. No further information provided.

Manufacturer narrative:
Additional information: expiration date ¿ 30nov2018 date received by manufacturer ¿ 28aug2018 additional information ¿ selected device manufacture date ¿18dec2016 : usage of device ¿ initial use of device manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. It was reported on 19jun2018 that the customer requested to have the patient¿s log file evaluated because the patient was admitted due to power spikes up to 9.3. It was noted that the patient was admitted to rule out gi bleeding. The submitted log file contained data from 6/11/2018 at 5:43:12 am to 6/25/2018 at 1:32:21 pm. On 6/19/2018 at 1:37:51 am, there was a transient elevation in power and flow captured where power and flow raised to 9.3 w and 9.9 lpm. This event was captured during a pi event. There were no atypical alarms and the pump remained above the low speed limit at the time of the event. The pump appeared to be functioning as intended. Additional information was received on 18jul2018 from vad coordinator reporting that the suspected gi bleed due to decreased hematocrit (hct) and there was no source identified. The patient also presented with melena and symptomatic anemia. The patient was treated with a blood transfusion and discharged on (B)(6) 2018. The center reported that the patient had an additional admission for gi bleeding from (B)(6) 2018. No additional power elevations were noted during the admission. The patient remains ongoing on (B)(4). Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was hospitalized with anemia and had an esophagogastroduodenoscopy (egd) on (B)(6) 2018 with no source of bleeding identified. The patient was started on danazol and octreotide and transfused with 2 units of packed red blood cells (prbc) for hematocrit of 23.9. The patient was stable upon discharge and the event reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
Section b5 and g3: additional information. The previously mentioned readmission for gi bleeding on (B)(6) 2018 was reported under MFR # 2916596-2018-03189. No further information was provided. The manufacturer is closing the file on this event.